Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device delivered a shock out of turn. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and g4 (PMA/510(k) #). Evaluation results: zoll medical corporation evaluated the device history file for the event and the device performed to specification. A review was performed from the two analyses recorded from the patient event. A "no shock advised" prompt resulted during the first analysis. A "shock advised" prompt resulted during the second analysis. Second analysis was determined to be vf. This is a result of CPR performed during the analysis, which overwhelmed the underlying rhythm. The device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.